Event description:
On (B)(6) 2012 the reporter contacted animas alleging that starting last night the up, down, and ok buttons are frozen, occuring at random. Buttons will also scroll. There has reportedly been to no trauma to pump, which is worn attached to a belt, with a protective skin. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was torn above the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons were unresponsive. Evaluation revealed that there was contamination under the keypad contacts. Evaluation revealed that there was moisture visible through the display lens. The pump casing was removed and moisture was found in the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.